Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, a 20 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, the patient's heart rhythm was in atrial fibrillation. Heparin was administered and the activating clotting time was between 250 to 350 seconds. The left atrial pressure was 12 mmhg. Transseptal puncture was made at the mid location. During the procedure, the device required two partial recaptures and one full recapture into the delivery sheath. After the second device positioning attempt, a circumferential pericardial effusion was noted in the laa and a pericardiocentesis was performed. A reversal agent was administered. The patient status was stable.